Manufacturer narrative:
(B)(4). Our investigation into the reported issue is currently in progress. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint rt040 full face mask was not returned to fph (B)(4) for inspection. An attempt was made to obtain further information about the reported complaint, however, no response was received from the hospital. The oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with pressure inside of the mask during therapy. Without the complaint device or additional information regarding the set-up, it is not possible to determine the root cause of the reported fault. Not returned to manufacturer.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that they experiencing a general problem where the port caps on rt040 full face masks fall off. No patient consequences were reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that they experiencing a general problem where the port caps on rt040 full face masks fall off. No patient consequences were reported.